Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions, after an alert due to high, high voltage lead impedance. Programming changes were discussed. The patient was asymptomatic. No further information was available.

Event description:
New information states that the issue resolved on its own. No intervention was performed. The patient was stable and would continue to be monitored.